Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume inlet (w/large bore spike) leaked. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter e-mail: (B)(6) (previously submitted as ni). H4: the lot was manufactured between may 04, 2022- may 05, 2022. H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.